Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drugs being delivered was not reported. The reason for use was spinal pain. It was reported that about a month ago she noticed she's been in pain more frequently after doing activities around her home for a couple of hours. Because of this, the patient thinks her pump medication "needs to be bumped up." She hasn't been able to do quite as much activities without being in a lot of pain, noting that she has no tolerance for activities without being in pain. She has a 3-4 hour threshold of doing activities continuously before being in pain, noting that she gets sick to her stomach. After the 3-4 hour threshold, she cannot get out of pain once she gets to that level. There was no out of box failure reported and there was no medical/therapy problem related to a small components product. The patient was redirected to follow up with the healthcare professional (hcp) to report pain symptoms. The patient mentioned that her pump has made a huge difference and has allowed to her to do some activities without pain. Her reason for calling is to find out if it is safe for her to take a hot bath. They reviewed the requested infor mation. There were no further complications reported/anticipated. Additional information was received from a consumer (con) stated that the patient reported that on (B)(6)2023, the pump was floating out of the pocket and all over her body for three months after it was implanted for three months. The patient had an increase pain and thought it was due to the pump moving. It was reported that the patient had a fall in (B)(6)2019 and the pump came out of the pocket ¿and "for about the past month or so" has not been getting any pain relieve.

Manufacturer narrative:
Continuation of d10: product ID 8780 , serial# (B)(6), implanted:(B)(6) 2019, product type catheter . Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd:2021-04-13, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient stated the pump had moved and they believed the catheter was kinked as well. The patient stated they would be working with their doctor to see if maybe they should have therapy removed.